Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged to the periphery of the pocket site. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.